Event description:
It was reported that a white looking powder was found on the balloon cuff of the tubes. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Twenty samples were returned for evaluation. The samples were received in unused conditions within original package. The returned samples were visually inspected at 12 to 16 inches and normal conditions of illumination. While spots condition found on cuff in the twenty samples and the white spots stuck on the tape. The reported issue was confirmed.a retrospective review was conducted to understand if a trend could be identified on the reported failure mode. The results showed that, with the information available of the reported complaints, the manufacturing date on the affected lots were for a period between november 2019 and june 2021; therefore, this was considerate an isolated condition that needs to be escalated to formal investigation to identify the root cause. An alert was generated as an awareness notification about white powder in the cuff. This alert was placed in the molding and assembly line.a non-conformance report was opened to investigate the presence of white powder in the cuff. A supplier corrective action request was opened for the supplier to investigate the raw material as a potential variable in the presence of the white powder.